Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cryo-ablation procedure was performed using a polarmap catheter. Cryoablation was successfully completed in the right inferior pulmonary vein (ripv) for 180 seconds, the right superior pulmonary vein (rspv) for 180 seconds, and the left superior pulmonary vein (lspv) for 180 seconds. 92 seconds into ablation of the left inferior pulmonary vein (lipv) the esophageal temperature probe alerted at 20c. The lspv was checked and confirmed isolation. The cryo-ablation devices were removed from the patient. Roof and bottom ablations were then performed with a radio frequency ablation catheter, the alert for the esophageal temperature probe was still active at this time. The procedure was concluded and when they removed the ventilator, blood came out of the airway tube. The patient was intubated, and a CT angiography was going to be performed. It was discovered that the polarmap perforated the right superior pulmonary vein (rspv), which caused the hemoptysis. The patient was hospitalized, and no more information was provided about interventions for the injury, however, the patient is reported to be stable. The catheter is not expected to be returned as it was disposed of by the site.